Manufacturer narrative:
The product associated with this report was returned however the device analysis results are pending at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported a port leak of a lap-band system. The leak was first noticed when the doctor was attempting a fill, and the band "wouldn't maintain fluid." The doctor removed and replaced the port of the lap-band system.